Manufacturer narrative:
The reported event of backup operation was confirmed. The cause of the backup mode was due to temperature sensitivity of the integrated circuit. After the device was restored from backup mode, functional testing was normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Date received by manufacturer in 2017865-2023-95511 submitted on 12 jun 2024 should have been "23 may 2024" instead of "2 jan 2024."

Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup mode prior to implant procedure. The device was not implanted. No patient was involved.